Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient was involved in a car accident due to low blood glucose (bg) caused by their current dialysis treatment and a new medication given during dialysis. The accident occurred on (B)(6) 2024, at 3:00 pm. The patient was using the insulin pump system at the time of the accident. The patient believes the accident is potentially related to a low bg event. The last recorded bg value prior to the accident was 134 mg/dl. The patient had dialysis and was taking another medication to lower blood sugars. There was no pump rewind or set change prior to the accident. The patient was hospitalized due to the accident and had a bg value of 25 mg/dl at the time of hospitalization. They were treated with glucose by emergency medical services (ems). The patient also experienced low bgs caused by medication and was treated with glucagon. They did not require hospitalization for this event. No further information available.

Manufacturer narrative:
E1: (B)(6).